Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: suspend history of the pump showed a pump suspend from 11:48pm (B)(6) 2014 until 12:53am (B)(6) 2014. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours without suspending or having any alarms occurring. The pump was suspended and gave the appropriate audio and visual suspend alert. The stimulated suspend event was accurately recorded in the pump histories. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The reporter issue could not be confirmed or duplicated.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event on (B)(6) 2014. The reporter stated that the patient had a blood glucose level of over 500 mg/dl with symptoms of nausea and atypical thirst. The reporter reviewed the device¿s history with a customer technical support representative and found that there was no evidence of use error in the pump¿s history. The patient reportedly discontinued use of the pump at the time of the call. This complaint is being reported because the patient allegedly experienced a severe hyperglycemic event as a result of a suspend issue with the pump.

Manufacturer narrative:
The pump has been returned to animas at the time of this report but evaluation has not started. When the device evaluation is complated, a supplemental report will be filed. No conclusions can be made at this time.